Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia with blood glucose value of 47 mg/dl. The customer blood glucose level was 84 mg/dl at the time of incident and the current blood glucose level was 62 mg/dl. Customer stated that they had not treated. Customer stated that drive support cap was normal. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was over delivering. The insulin pump will not be returned for analysis.